Manufacturer narrative:
The product was returned to olympus for inspection. The reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during evaluation the colonovideoscope exhibited dirt on the lens. There was no patient involvement.